Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had a system failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated according to the on-site estimate, it is a motherboard failure. At present, the customer refuses repair.